Event description:
A customer contacted beckman coulter regarding 2 elevated accu tni results on different patients that was generated by the access instrument. The elevated accu tni result for pt a was 9.41ng/ml. The elevated accu tni result for pt b was 1.38ng/ml. The elevated accu tni results for both pt a and b were reported out of the lab. The customer indicated that the elevated accu tni results for pt a and b were questioned by the physician. The customer indicated that the original samples from pt a and b were both retested for accu tni. The repeated accu tni result for pt a was 0.04ng/ml. The repeated accu tni result for pt b was 0.07ng/ml. The repeated accu tni results for both pt a and b were reported out of the lab as a corrected report. There has been no change to pt treatment or any injury that can be attributed to this event.